Event description:
This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the nailing surgery for femoral bone tumor. During the distal screw hole drill, the drill bit with the radiolucent drive and handpiece didn¿t rotate with abnormal noise because the patient bone quality was good. The surgeon removed the drill bit from the patient and checked them on the table. During the check, when the surgeon switch on the devices, the radiolucent drive rotated by itself and the drill bit was disconnected from the radiolucent drive and flew away to the monitor. The surgery was completed successfully within 30 minutes delay. There was no patient harm. Concomitant device reported: radiolucent drive (part # 511.300, lot # unknown, quantity 1), battery hand piece (part #, 05.001.201, lot # unknown, quantity 1), unknown femoral nail (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 4.2mm three-fluted radiolucent drill bit/needle point/145mm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the drill bit was received with the reported condition of not functioning. Visual inspection confirmed that the cutting edges are nicked. The instrument is in used condition. The complaint condition is confirmed as the cutting edges are nicked. The drill bit was manufactured in september 2018 according to the specifications. After a visual inspection is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Device history lot : part: 03.010.101, lot: u319437, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 13 sep 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.